Manufacturer narrative:
A review of complaint activity determined that there was normal complaint activity for the likely cause lot 90357fn00. Tracking and trending report review for the architect cea assay determined that there were no trends identified. Since no patient sample was available for testing, a serum-based panel of samples, which mimics a patient sample, was performed using a retained kit of lot 90357fn00; all specifications were met, and the lot performed acceptably. Field data was reviewed and determined the patient median result for lot 90357fn00 is comparable with other lots in the field. Manufacturing documentation was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the architect cea assay was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased cea results when processing on the architect i2000sr for sid (B)(6). The initial result was 0.5 and retest was 22.0. Previous results were 15.6 and 8.5. No impact to patient management was reported.